Manufacturer narrative:
An event reporting altr involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: the articulating and distal surfaces of the v40 head are shown in figures 6 and 7, respectively. Damage was observed on the articulating surface of the head. Discoloration was observed on the distal rim of the head. The taper of the head is shown in figures 8 and 9. Discoloration was observed on the taper of the head. The material analysis report concluded that: discoloration was observed on the interacting surfaces between the accolade and the v40 head. The discoloration was analyzed in an eds and was consistent with material transfer and biological material. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, blood metal ion levels, MRI and histopathology in addition to more clinical information, and additional x-rays are needed to fully investigate the event. If further information becomes available this investigation will be reopened.

Event description:
The surgeon reported that the patient, who had osteoarthritis, underwent a right thr with an accolade stem and head on (B)(6) 2011 and the surgeon reported that this primary procedure was successful. This (B)(6), female patient, with a bmi of (B)(6), was revised on (B)(6) 2015, after a pseudo tumour, suggestive of metallosis, was found on a scan. During surgery blackness was noticed on the trunnion and inside the head. The shell was not revised, but all other components (head, stem and poly liner) were explanted and replaced successfully with a restoration cone conical.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the patient, who had osteoarthritis, underwent a right thr with an accolade stem and head on (B)(6) 2011 and the surgeon reported that this primary procedure was successful. This (B)(6), female patient, with a bmi of 27, was revised on (B)(6) 2015, after a pseudo tumour, suggestive of metallosis, was found on a scan. During surgery blackness was noticed on the trunnion and inside the head. The shell was not revised, but all other components (head, stem and poly liner) were explanted and replaced successfully with a restoration cone conical.